Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass caused by dog chews on the pump. The pump was received with dog chew marks, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was damaged by their dog's attempt to eat it. The patient's blood glucose at the time of incident was 6.1 mmol/l. The screen was damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.